Event description:
It was reported that the water pump of the device is not working. There was no harm or adverse event for patient, operator or third party reported. There was no case involvement reported. No further information received. Update avoe (B)(6) 2023 it was confirmed that the error occurred during a knee arthroscopy surgery on the (B)(6) 2023. The error was noticed during the surgery, but not while working on the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
. The complaint is not confirmed. Upon visual inspection, it was noted regular signs of wear and tear. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. The returned device was assembled with an ar-6411 lot# 65043383 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine. The device was tested for 76 minutes, and it was noted that the pump remained within normal operating limits. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump is delaying the alarm trigger. This test was performed twice with the same results. A new dual outflow cassette ar-6430 lot 69910832 to tested and evaluated the device. The lavage and rinse function were tested, no issues were noted, the functions are working as intended. -it was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2020. No related problem found.